Event description:
The vanguard gastric band was placed three years ago. It was functioning appropriately until last month when the pt presented to the physician with increasing weight gain. Last month, surgery was performed and it was determined that the band was defective. The revision surgery was then aborted. Arrangements were made to replace the band. The pt returned and had another surgery last month to replace the gastric band. A new device was provided.